Manufacturer narrative:
The brake rings were damaged due to likely customer abuse. User error contributed to brake ring damage.

Event description:
It was reported that the brakes were not holding as a result of damaged brake rings.